Manufacturer narrative:
Additional information: the results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
Additional information received indicated that the right ventricular (rv) lead was explanted. The patient was in stable condition.

Manufacturer narrative:
The reported event of loss of capture was not confirmed. As received, a complete lead was returned in two pieces with the helix partially extended and clogged with dried blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection did not find any anomalies on the lead with the exceptions of damages consistent with those occurring at the time of the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, a loss of capture and high capture threshold were observed on the right ventricular (rv) lead. The rv lead was inactivated and a new rv lead was implanted. The patient was stable with no consequences.